Manufacturer narrative:
A medtronic representative went to the site to service the system. The drive rotor tractor was replaced, rotor offset calibration performed. The system was then functioning as intended and returned to service. The drive rotor tractor was returned for analysis. Confirmed reported complaint, "belt worn out from rotor tractor drive." Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows belt slightly worn from use and the belt is louder than normal when drive assembly is rotating. Worn belt was the cause of the event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, serial/lot #: (B)(6), rev. 8, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the belt from the rotor tractor drive was worn out. No patient present.

Event description:
2023-04-27 00766339 (for, hcp, rep): medtronic received information regarding an imaging system used outside a procedure. It was reported that the belt from the rotor tractor drive was worn out. No patient present.

Manufacturer narrative:
Previous report was submitted due to: report submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.